Manufacturer narrative:
A ge service rep performed an onsite investigation. The closed circuit digital camera was replaced and the system tracking and optical resolution was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not capture fluoroscopic images. No pt injury reported.